Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare reported that during the intraocular lens (iol) implant procedure, defect noted on posterior capsule. The lens was removed during initial procedure.additional information has been requested.

Event description:
Additional information has been requested and received that surgery completed same day.

Manufacturer narrative:
Correction information provided in a.2., a.3.a., b.5. And d.10. The manufacturer internal reference number is: (B)(4).